Event description:
Reporter stated the infusion device display is defective, and misinterpretation of the therapy information is possible. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.